Manufacturer narrative:
On 10/15/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/12/2019, it was reported to mentor that the date of implantation is (B)(6) 2012, also deflated implant has been updated to right side. The replacement implants were mentor smooth round moderate profile 250cc, catalog number 3501635, lot 6514832, serial number (B)(4) on the right and mentor smooth round moderate profile 325cc, catalog number 3501650, lot# 6508316, serial number (B)(4) on left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, during evaluation of the device it was observed some creases in anterior and posterior view. Leak testing revealed a tear within one of the creases in anterior view, measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/15/2019, a manufacturing record evaluation (mre) was performed for the finished device number 6508316, and no non-conformances related to the reported complaint condition were identified. The lot number was 6508316. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/3/2019, it was erroneously omitted that the date problem observed was several weeks before she had come in on (B)(6) 2019. The deflation was silent. Mentor card on file was copied and cannot be read, therefore serial and lot numbers are unknown. Once more information is available, the supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation concomitant products:mentor smooth round moderate profile 250cc, catalog 3501635. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 325cc and experienced left deflation. As a result, the patient had undergone removal and replacement with mentor smooth round moderate profile 350cc on (B)(6) 2019.